Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent capture. The device was explanted and replaced. The patient was doing well post procedure.